Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polymer of a 6f/7f mynx control vascular closure device (vcd) was released outside the patient completely above the access site. Hemostasis was achieved using manual compression for thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant did not stick to the device. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. A 6f 11 cm non-cordis sheath was used. The vessel diameter was confirmed to be =5 mm, with no vessel tortuosity or calcium present at the puncture site. Vessel depth was normal. The mynx vcd was used during an interventional procedure with an anterograde approach. The deployer was undergoing training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the polymer of a 6f/7f mynx control vascular closure device (vcd) was released outside the patient completely above the access site. Hemostasis was achieved using manual compression for thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant did not stick to the device. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. A 6f 11 cm non-cordis sheath was used. The vessel diameter was confirmed to be =5 mm, with no vessel tortuosity or calcium present at the puncture site. Vessel depth was normal. The mynx vcd was used during an interventional procedure with an anterograde approach. The deployer was undergoing training with the mynx device. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505604 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement complete¿ could not be evaluated. Without the return of the device, the exact cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.